Event description:
Medtronic received the following information obtained from the journal article entitled; endoanchors to resolve persistent type ia endoleak secondary to proximal cuff with parallel graft placement. Esmé j. Donselaar, md, rozemarijn j. Van der vijver-coppen, md, phd, leo h. Van den ham, md, jan willem h. P. Lardenoye, md, phd, and michel m. P. J. Reijnen, md, phd (journal of endovascular therapy 2016 vol 23(1) 225-228). An endurant iliac extension was implanted in patient for endovascular treatment of a distal type I endoleak from another manufacturer's stent graft in 2013. An endurant aortic cuff was implanted in patient for treatment of a proximal type I and type iii fabric endoleak from another manufacturer's stent graft in 2014. It was reported that during the implant procedure of the endurant aortic cuff, the cuff was implanted just distal to the lower left renal artery. The type iii fabric endoleak from the another manufacturer's stent graft was resolved; however, the proximal type I endoleak persisted. The physician then implanted a cover stent from another manufacturer in the left renal artery. A second endurant cuff was implanted just below the orifice of the right renal artery followed by the deployment of the chimney graft. However, a proximal type I endoleak persisted on completion angiography. Six aptus endoanchors were implanted in the second endurant aortic cuff in a u-shape around the chimney graft and at remote sites for fixation; completion angiography showed complete resolution of the endoleak. The postoperative course was complicated by a dissection of the right common iliac artery that extended proximally into the aortic wall. The internal iliac artery was coil embolized, after which the right iliac limb was extended to the external iliac artery, resolving the dissection. Cta at 3 months showed no signs of endoleak and an unchanged abdominal aortic aneurysm diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.